Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector did not allow flow. The reporter stated that an anesthesiologist placed an "18 g" in the patient's hand, to which the one-link device was attached directly. An IV set was then attached to the one-link device, and no flow was observed. The one-link device was removed from the setup and replaced with an unspecified blue clave connector, and normal flow was then reported to be observed through the setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.